Event description:
The patient had an infusion of ativan running at 6 cc/hour and a new bag was hung at 2330 and the pump was programmed for 6 cc/hour with a volume to be infused of 80 cc. At 0330 the next morning the pump was beeping air in line and the bag was empty, the rate of infusion was still at 6 cc/hour and the volume to be infused was 57.7 cc. The settings and empty bag were verified with another nurse. The pump was removed from the patient and another one hooked up. The problem pump was sent to biomed. The patient was not harmed.